Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and determined multiple hardware malfunctioned. The fse suspects the ise reference valve on ratio pump are not opening properly. The fse replaced the ratio pump stack and all three ratio pump valves which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system verification successfully. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated erratic erroneous results for calcium (ca) and sodium (na). The customer did not provide patient data or demographics, and the number of patients affected is unknown. The customer indicated twelve (12) ca erroneous results were reported out of the laboratory. There was no report of change to treatment, injury, or death associated to this event.